Event description:
Related manufacturer reference number: 2017865-2022-08284. It was reported that the patient presented in clinic due to endocarditis. The entire pacemaker (pm) system was extracted. The patient was stable throughout the procedure.

Manufacturer narrative:
Supplemental correction report needed to correct erroneous explant date inputted by rep.

Manufacturer narrative:
The reported events were intermittent loss of capture and operation issue. As received, a complete lead was returned in one piece for analysis. Visual examination found no malfunctions. Full analysis not needed.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual examination found no malfunctions. Full analysis not needed.